Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the mildly tortuous, heavily calcified target lesion in the left anterior descending coronary artery was treated with rotablation, predilatation and stenting. The 3.0x15 nc trek balloon dilatation catheter (bdc) was advanced to the target lesion without resistance and the distal shaft of the nc trek was noted to be separated. The entire bdc was removed as a unit with the guide wire. There was no adverse patient effect or a significant delay in the procedure. No additional information was provided.